Event description:
Additional information received reported that the pump contained lioresal, and the start of the intrathecal treatment was (B)(6) 2013 and was reported as on-going. The patient had experienced an abrupt increase in spasticity. A catheter access port (cap) test was also noted to have ¿failed¿. It was reported that the catheter kink was found in the operating room (or), at the lumbar entry site, just distal to the anchor. A catheter revision took place; however, there were no details available. It was noted that the surgeon wondered if the pressure dressing could have played a role in causing the kink. The patient was reported to be doing fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a suspected but unconfirmed baclofen withdrawal and underdose symptoms occurred. An unknown catheter issue occurred. A catheter revision was possible, but at the time of this report, nothing had been planned. It was later reported that the patient experienced symptoms of agitation, diaphoresis and hyper-reflexiveness. A side port aspiration was done on (B)(6) and the healthcare provider (hcp) could not aspirate. The catheter was kinked. The catheter was revised 3 days later. The anchor seemed to have backed out enough to kink the catheter. The sutures were loosened and the catheter was reanchored. There was good flow from the catheter access port (cap) before closing. Post-revision, the pump was set back to a starting dose of 100mcg/day. At the time of the report, the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).